Manufacturer narrative:
Returned for evaluation was an unopened nevertouch fiber kit. Visual/microscopic exam noted there was no noted fracture of the fiber as originally reported, however there was a noted kink of the dilator and tre-sheath. This failure mode does not meet the criteria of a reportable event. This report is being submitted to close out the complaint record. The customer's reported complaint description of the fiber kinked/bent is not confirmed, although the complaint of the fiber was kinked/bent was not confirmed, it was noted that the sheath and dilator was bent, a definitive root cause cannot be determined but handling damage is potential root cause. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the instructions for use (ic 393), which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of the "fiber was kinked" cannot be confirmed as no sample has been returned. Although photos were provided, they didn't show the noted defect of the fiber being kinked just kinks in the dilator and tre-sheath shipping tubes. Without receiving product to evaluate, a root cause cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The reported complaint description of the "fiber was kinked" cannot be confirmed as no sample has been returned. Although photos were provided, they didn't show the noted defect of the fiber being kinked just kinks in the dilator and tre-sheath shipping tubes. Without receiving product to evaluate, a root cause cannot be determined. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an out of box failure with a nevertouch 65cm kit. During preparation, it was noted that the fiber was kinked. The fiber was still in its original sterile packaging and shipping carton, with no obvious damage to either (from transit, etcetera). It was indicated the reported device is available for return to the manufacturer for a device evaluation.